Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a workers compensation payer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient's ins was replaced due to manufacturer product failure and further reported that the patient could not charge the device therefore his pain returned. The caller did not know if the device was sent back for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that according to physician patient complained of bad coupling and extensive recharging and overdischarging of the device. She was getting pain relief when the device was charged. The physician reported the original device as malfunctioning because of the extensive hours of recharging and inconsistent stimulation due to challenging recharging. Since the battery was upgraded to current device model the patient has no issues with recharging and was happy with her therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the device was not returned for analysis as per the rep that covered the case. No further complications were reported.